Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the pump rubbed against the patient¿s left pelvic bone and caused pain. ¿it¿s like it sits on that nerve there and it causes my left leg to go numb on me.¿ it was noted it had been over a year since the patient had this pain. The health care provider (hcp) didn¿t¿ want to replace the pump because the pump was to expire in three years. It was noted the bottom of the pump ¿pushes out¿ and it is hard for the hcp to refill it. It was also reported the pump moved because the patient lost weight. It was noted the patient though the pump had changed their life however had more frequent pain recently and needed to use the personal therapy manager for breakthrough pain. It was reported the patient had wanted the hcp to increase the dosage for a while. The device system was used to administer morphine, clonidine, and bupivacaine. Additional information has been requested, but was not available as of the date of this report.